Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 5086mri implantable pacing lead 2012-(B)(6), 5086mri implantable pacing lead 2012-(B)(6). (B)(4).

Event description:
It was reported an infection occurred. The device and leads were removed and replaced. No further patient complications have been reported as a result of this event.